Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was explanted on a lead revision due to a previous dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity and x-ray tests. Lead was determined to have met specifications. The dislodgement allegation was not confirmed - visual inspection revealed the lead tip/helix appeared normal. Product investigation does not provide any additional information. Emdr decision remains

Event description:
It was reported that this right atrial lead was explanted on a lead revision due to a previous dislodgement. No additional adverse patient effects were reported.